Event description:
It was reported that a male pt in a geri chair was found to have wiggled down in the chair so that the product was wrapped tight around his neck and windpipe area. He appeared not to be breathing. He was lifted back into the chair and started breathing on his own. Pulse and blood pressure returned to normal.